Manufacturer narrative:
Zoll medical corporation has now received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up and resets to a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.